Event description:
It was reported that metal debris was coming out the collet during a procedure. The metal debris was removed from the surgical site by irrigation. No further intervention was required and no clinical significance was attributed to the 5 to 10 minute delay.

Manufacturer narrative:
The device MFR date cannot be determined because it was not provided. It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.